Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they're having long charging intervals when recharging their ins. The cause was not known and no actions were being taken to resolve the issue. No symptoms were reported.